Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide and foot detachments were confirmed. The foot retraction issue and device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device with a 6f sheath after iliac artery angioplasty. Reportedly, the proglide foot would not retract. The lever had been opened and closed several times, but the foot did not retract. The patient was sent to surgery for a cutdown and device removal. Surgery revealed the proglide foot and guide half were broken off of the device. All parts of the proglide device were removed and hemostasis was achieved by surgical suturing. No additional information was provided.